Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery (rca). A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During second inflation, it was noted that the balloon ruptured at 8 atm for 8 seconds. The procedure was not completed as the same device was unavailable. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. However, liquid was observed to be leaking from a balloon pinhole leak. The pinhole was located at 4mm distal to the proximal markerband. No damage was observed along the blades. No kinks were noted along the shaft. No other issues were identified during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery (rca). A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During second inflation, it was noted that the balloon ruptured at 8atm for 8 seconds. The procedure was not completed as the same device was unavailable. No patient complications were reported and the patient's condition is good.